Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, a component disengaged into the pt's cavity. The surgeon was able to retrieve the component and applied another device to complete the procedure. The hosp has reported no pt injury occurred.